Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an increase in pacing impedance and an increase in capture on the right ventricular channel. The device was reprogrammed to resolve the event and the patient was stable.